Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
It was reported by the end user that 3 weeks after the medical procedure, while the patient was walking, she heard a 'crack' noise from her hip. At the hospital they found that the nail was broken. The nail was replaced on another surgery.

Event description:
It was reported by the end user that 3 weeks after the medical procedure, while the patient was walking, she heard a 'crack' noise from her hip. At the hospital they found that the nail was broken. The nail was replaced on another surgery.

Manufacturer narrative:
Concomitant medical products the reported event that long nail kit r2.0, ti, right gamma3® ø11x320mm x 125° was alleged of k-170 (implant breakage - nail) could be confirmed, since the device returned for evaluation matches the alleged failure mode. Visual inspection revealed that the evaluation revealed that the nail broke in a fatigue fracture after a period of more than 8 months of implantation. According to the inspection significant material damage had weekend the web caused by misaligned drilling with the step drill; which presents an unintentional use error. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Thus, based on the investigation the root cause can most likely be attributed to ¿user related¿, as the nail was considerably pre-damaged intra-operatively most likely due to misaligned drilling with the step drill; which presents an unintentional use error. If any further information is provided, the investigation report will be updated.